Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2005, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2013-01492.

Manufacturer narrative:
Additional information included medical records (death certificate) and a clinical investigation was completed as the following: the attorney on behalf of the patient alleged the patient experienced a cardiac event and expired on (B)(6) 2005 from exposure to granuflo and/or naturalyte administered during hemodialysis treatment. Additional information was received from the attorney on may 2, 2016 and reviewed. The additional information consists of a plaintiff fact sheet and one-page death certificate, which noted the patient's last hemodialysis treatment occurred on (B)(6) 2005, prior to her demise and cause of death as acute myocardial infarction due to end-stage renal disease. The manner of death was determined as natural. In review of the plaintiff's fact sheet and one-page death certificate , although requested, there is no autopsy report, hospital medical records, dialysis progress notes, physician orders, dialysis treatment sheets, medication sheets or laboratory results around the time of the event included in the said additional information. Although the litigation alleges the exposure of granuflo and/or naturalyte resulted in the patient's "cardiac event" and death; there no information that indicates there was a causal relationship between either the granuflo or naturalyte and the patient's acute myocardial infarction and death. There is no information when the patient started dialysis treatment and if the modality of treatment changed throughout the course of her disease state. Further there is no information on bicarbonate levels and no information that suggests any type of bicarbonate reaction. Based on the one- page of medical record (death certificate), the patient had end-stage renal disease and noted as the contributing factor to the acute myocardial infarction with demise. Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2013-01492 and 1225714-2013-01493.

Event description:
The plaintiff's attorney alleged that patient was undergoing dialysis treatment with the use of the product. Some time thereafter the patient experience a cardiac event and expired on the same day of the event.